Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). A quadrox-I adult was sent back. The sample was contaminated. It was cleaned with sodium hypochlorite. Leak test of the blood side was performed. A strong leak from the gas outlet was detected. No further abnormalities could be detected. A leak can be confirmed. Further investigation steps are momentarily not possible to be executed due to work safety issues in the complaint laboratory. Maquet cardiopulmonary is currently in the mitigation of this issue. When further investigation steps can be executed again, these investigations will be performed and the complaint file will be updated accordingly. Due to this, exact root cause which led to the incident could not be identified. Device history record was reviewed. There were no references found which are indicating a non-conformance of the product in question. Sap trend search was performed (product group 31000 & 56000, failure code 0101 gas outlet) which came to following results: 16 additional complaints were recorded which appears reported issues are the same since the last 12 months. (B)(4). Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the initial complaint report: ¿we had used crystalloid prime only but had sucked back on the coronary suckers and re-transfused this blood via the circuit. Hence the small amount of very dilute patient¿s blood in the circuit . The small leak was noticed immediately before we were planning to go on bypass .the oxygenator change out procedure delayed the commencement of bypass by about 4 minutes with no adverse effects to the patient . We set up a new circuit using the leaking oxygenator in the wet lab post-bypass and were able to replicate the leak under normal flows and ¿arterial line ¿pressures (200 mmhg max). There was a slow drip of fluid via the gas outlet port within 2 mins. Of normal flow (5 l /min ) and line pressure 200 mmhg. No problem with questions, I¿m sure this doesn¿t occur often and you would like to thoroughly investigate the circumstances.¿ (B)(4).